Event description:
In 5/1993 pt had implantation of medtronic defibrillator with a transvenous lead system. In 7/1998 a chest xray revealed fracture of lead. Generator has reached the elective replacement indicator. On 7/22/1998 pt underwent generator replacement with lead revisions. Generator - medtronic, model #7221cx, and lead, medtronic model #6945, implanted successfully.